Event description:
A malfunction on the pump was reported by the caller, resulting in the customer¿s blood glucose level being displayed as ¿high,¿ indicating it exceeded 500 mg/dl, though a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support resolved the issue by sending a replacement pump, and the customer was instructed on how to return the faulty pump and utilize the new pump with updated software.